Event description:
It was reported that multiple episodes of non sustained lead noise were observed via (B)(4) transmission. Ventricular oversensing was also observed during these episodes. Reprogramming was recommended and performed. Oversensing was resolved. Patient was asymptomatic and will be monitored via (B)(4) monitoring.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.